Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2009. ("50+" year old). According to the complainant, while testing the unit, the bipolar would not heat. The site was able to move cables around and receive power from the unit. The procedure was completed with the same endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).